Event description:
Patient was placed on ventilator 100% fio2. Unit started alarming low o2 supply alarm. Rt assessed unit for leaks, adjusted patient, reviewed logs. Patient's spo2 remained between 95-97% (no harm or effect on pt). Could not get alarm to resolve. Analyzed fio2 was reading between 79%-93% on ventilator. Respiratory therapist pulled the unit and replaced with new one. New ventilator worked and no alarms, achieved 100% fio2. No harm to patient.